Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found that one the tubes is cracked. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the inflow tubing fms vue 24pk would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during the set up and preparation of the pump when installing the tubbing set; when the tubing was placed into the roller pump, the tubing was grabbed by the edge of the rolling part causing a slit. As per IFU; to avoid damage to the tubing make sure that tubing is centered on the groove of the pump. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is event 2 of 2 of (B)(4). It was reported that during an unspecified surgical procedure it was observed that while connecting the first inflow tubing fms vue 24pk device pump to the patient's pump, it was found to be damaged and water was leaking from the hose. The pump was removed and replaced with a second ms vue pump, which also failed due to a leak in the filter, allowing it to fill only up to the filter. A solution was found using a third medtech pump, which worked correctly. Due to these developments in the first two pumps, there were no complaints from the specialist, who in turn authorized payment for the failed pumps. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: updated.